Event description:
During surgery, the catalyst unit displayed a "jar full error" to which the customer reported "no vacuum." The customer removed the cassette from unit and replaced it with a new cassette. The unit then resumed full vacuum; however the patient sustained a posterior capsular rupture and a vitrectomy procedure was perfomed.